Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: consequences and management of erroneous transvenous pacing lead implantation across a mechanical tricuspid valve: a case report b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "consequences and management of erroneous transvenous pacing lead implantation across a mechanical tricuspid valve: a case report", was reviewed. The article presented a case study of a 48-year-old male patient. On an unknown date in april 2017 a 31mm st. Jude mechanical valve was chosen for tricuspid valve replacement. The device was implanted. Post-procedure the patient developed complete heart block. A permanent pacemaker was implanted. [The primary and corresponding author was (B)(6).